Event description:
Complainant alleged that while attempting to monitor a pt, the device displayed "defib disabled", "pacer disabled" and "system fault 36" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.